Event description:
The customer reported that the device was stuck in forward during testing. Upon evaluation by the service technician run-on was observed. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.